Event description:
A patient contacted zoll customer support to report an unk service code and a message stating the belt could not be used. During troubleshooting, customer support reported 'gel previously released' flags without an actual gel release event. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code/gel previously released flags) has been confirmed. As received, the electrode belt failed incoming testing. Upon eval, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The cause for the test failure, service code and gel previously released flags is damaged cable and wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.